Manufacturer narrative:
(B)(4). Date sent 11/6/2024 d4 batch #177d33 investigation summary the product was returned to for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damaged and with a tr45w reload present. The returned reload was partially fired 1/10. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 177d33, and no non-conformances were identified. The lot # 209d16 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a lap appendectomy they closed the ats45 stapler on the base of the appendix. When she went to fire the stapler, the device locked out as she started to squeeze the firing handle. She then opened the device from the tissue and removed it from the patient. They then opened the another ats45 to complete the case successfully. No adverse consequences for the patient.